Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon became stuck to the stent. The lesion being treated was a severely calcified, 90% stenosed posterior descending artery (pda) in the right coronary atery (rca). The physician had difficulty delivering a cutting balloon to the lesion. The physician changed the jr4 7fr guide catheter for an art 3.5 sh 7fr guide catheter for more support. The physician was unable to predilate with a powersail balloon, but was able to withdraw the quantum maverick balloon. The physician was able to cross the lesion with a taxus express2 8.8% 2.5 mm x 12 mm drug eluting stent. The stent was deployed at 10 atms. Upon deflation, the delivery balloon would not release from the stent. The physician performed repeated inflations and deflations in an attempt to release the balloon from the stent. After the fifth inflation to 15 atms, the balloon released and the delivery system was removed intact. The physician post-dilated with a maverick balloon at 16 atms with good results. The delivery system had been introduced and removed from the lesion area twice before the stent was deployed. No pt complications were reported. The status of the patient is listed as good.